Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vaso view hemopro device would not shut off. The device was unplugged and plugged in again to complete the procedure. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).